Event description:
It was reported that this patient presented to the emergency room, as they experienced syncope. While in the ER, there was a documented asystole of 12 seconds on the monitor. A device check revealed that there were no noise oversensing episodes stored. Technical services had the field representative perform isometrics and pocket manipulation and the field representative was not able to produce any noise. The right ventricular (rv) lead output was set to 2.0 volts (v), when the threshold was 1.4v. As the output setting does not provide a safety margin of two times the threshold, technical services suggested to increase the output to about 2.8 or 3 v. It was also noted that the pace impedances of the rv lead from another manufacturer, were jumpy. Though trends showed they jumped no higher than 700 ohms. While reprogramming occurred, the lead and device were ultimately removed and replaced, as it was hard to determine whether the issue was with the lead or device. No additional adverse patient effects were reported. This product has not been returned. This report will updated, should additional information be received. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).